Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) and right atrial (ra) leads. The patient is pacemaker dependent. Additionally, automatic mode switch was observed on the ra lead. Insulation damage due to subclavian crush was suspected on both the rv and ra leads, but was unable to be confirmed. Provocative testing was performed, but no abnormalities were revealed. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.